Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, a pt experienced strong glistenings. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, the device remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Add'l info has been requested. (B)(4).